Event description:
Clinical specialist reported the pt had a roller study that confirmed a stall. The pump was explanted and returned to the MFR for analysis. A f/u report will be sent when add'l info is rec'd.